Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported c-00 error confirmed and reproduced, on startup unit displayed c-33 which turned into c-00 in error log c-33, c-00, m-b1. As a safety precaution the unit will be sent to OEM for further investigation. Upon visual inspection unit seems to be in good condition. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there were c-02 errors on the erbe. The procedure was completed with no reported injury.